Manufacturer narrative:
Medical devices cont: imx49b45 lead, implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced significant tricuspid regurgitation due to formation of scar tissue from the ventricular lead crossing the tricuspid valve. The patient required tricuspid valve repair due to the severe regurgitation. The lead was explanted and with an epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.